Event description:
It was reported that the patient presented for implant procedure. During the procedure, the guidewire failed to advance through the lead. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. Visual inspection found ptfe coating of the guidewire and bunched up inner coil at the connector region. The cause of the reported event was due to guidewire coating in the inner coil and damaged inner coil consistent with procedural damage.